Event description:
Report received of tubing rupture during use with a power injector. The customer contact reported that a power injector tubing set was connected to the distal clave port to deliver an unspecified contrast medium. At an unspecified time during the procedure, the tubing reportedly ruptured six inches above the option-lok. The procedure was completed using a replacement tubing set. There were no reported adverse pt effects and no medical interventions were required. Though requested, no additional info was provided.